Event description:
It was not clear if the patient¿s concerns were resolved or not. An appointment date of (B)(6) 2014 was noted.

Event description:
It was reported the patient was having trouble getting coupling boxes. The patient could only get 1 or 2 coupling boxes to fill in black. The issue began today. It was reported the implantable neurostimulator (ins) felt tilted and wasn¿t as flat as it used to be. The patient was guided through using the antenna locate feature, but this did not resolve the issue. It was noted the recharger appeared to be working normally. The patient¿s health care provider (hcp) had ordered an x-ray to assess the system. Since an unrelated surgery in (B)(6) 2014, the patient had noticed that ¿it¿ goes up and down in their purse. It was believed the patient was referring to their amplitude increasing and decreasing, and that when the patient checked it with her programmer they had found that it changed from what she left it on. It was also reported that since 3 weeks ago, the patient had experienced bad pain in their back that felt like burning. The patient reportedly had 2 inss. Refer to manufacturer report #3004209178-2014-12293 for concomitant ins. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: implanted: (B)(6) 2013, product type implantable neurostimulator; product ID 37746, serial# (B)(4), implanted: (B)(6) 2013, product type programmer, patient; product ID 377745, lot# v001224, implanted: (B)(6) 2005, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID neu_ptm_prog, serial# unknown, product type programmer, patient; product ID neu_unknown_lead, serial# unknown, product type lead; product ID 37714, serial# (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator. (B)(4).